Event description:
It was reported the patient experienced wound dehiscence at the ipg pocket site. The physician assessed that the dehiscence was caused by a suture reaction. The patient underwent a surgical intervention to suture the wound again and is doing well post operatively.